Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular defibrillation lead exhibited high thresholds and a rise in pacing impeadances greater than 3000 ohms. A revision procdure was performed and the rv lead was surcially abandoned during the implant of a newrv lead. No adverse patient effects reported.

Manufacturer narrative:
At this time, the rv lead was surgically abandoned during a revision procedure and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.